Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy under the left te pad. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a cortisone ointment for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.